Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the device was leaking at its y bend. Sedation and paralytic leaked on pillow and patient had not been receiving medication. When testing with flushes it still leaked at the y section. There was no patient injury reported.

Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. This is a supplied item at fault. DHR review was done, no issues related to the original complaint were found.